Event description:
The pt received her scs system including a neurostimulator receiver on (B)(6) 2003. It was reported that the receiver was replaced with an ipg on (B)(6) 2009. The explanted receiver was returned to ans for eval. No further info is available. F/u on the pt found no further issues reported.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The receiver failed the manual test and autotest. It appears the asic's and/or other internal components have failed causing no output signals. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.